Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. The no delivery alarm was resolved by changing the infusion set and reservoir. Customer's blood glucose level went as high as 400 mg/dl. He treated his blood glucose level with the insulin pump. The customer was unable to rewind the insulin pump because it alarmed. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.